Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and observed blood coming out of the valve. During the procedure, there was an issue with the vizigo sheath, especially with the valve of the sheath. When the physician removed the qdot catheter, there was blood coming out of the valve. The physician tried to introduce the pentaray catheter again, but this was almost impossible. For that reason, the physician cut the introducing tool of the pentaray so that he was able to introduce the catheter into the sheath. No patient consequence. Additional information was received on 05-may-2025. The section where the issue was observed was the hemostatic valve. The issue was leakage. The hemostatic valve did not dislodge inside the hub nor outside the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. There was no damage on the sheath / dilator due to the obstructed sheath. There was no occlusion when irrigating the sheath. There was no material causing the obstruction. The impeded device issue was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The blood coming out of the valve was assessed as MDR reportable.

Manufacturer narrative:
The investigation was completed on 17-jul-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 00002738 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).